Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermal damage to the distribution node (dn) pca, causing physical damage to esd700 on the dn pca. Additionally, the trunk cable and ECG c and d were pulled from strain relief. The root cause of the thermal damage was unable to be positively determined. The cause for the pulled wires was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor would not power up. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q12 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor. A us distributor returned monitor sn (B)(4) and reported that the monitor would not power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermal damage to the distribution node (dn) pca, causing physical damage to esd700 on the dn pca. Additionally, the trunk cable and ECG c and d were pulled from strain relief. The root cause of the thermal damage was unable to be positively determined. The cause for the pulled wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermal damage to the distribution node (dn) pca, causing physical damage to esd700 on the dn pca. Additionally, the cable connecting ECG c and d was pulled from strain relief. The root cause of the thermal damage was unable to be positively determined. The cause for the pulled wires was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) is still underway. The reported problem (won't power up) has been confirmed. Upon inital evaluation, the monitor was drawing 0 amps. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor. A us distributor returned monitor sn (B)(4) and reported that the monitor would not power up.